Event description:
Multiple recorded artifact events on atrial pacemaker lead. These tracings are assumed to be atrial fibrillation and cause the pacemaker to inappropriately mode switch. There are hundreds of these artifact events recorded, as early as (B)(6) 2013. It is difficult ot determine how early and how often these events have occurred because the patient has had true paroxysmal atrial fibrillation in the past.